Event description:
A pectus revision surgery due to the patient experiencing pain was reported. The patient had two pectus bars implanted on (B)(6) 2012, the bars were placed with wire only, no pectus stabilizers were used. Only one pectus bar was removed and replaced with a custom prebent pectus bar during the revision surgery. Upon discussion with the surgeon, the reason for the patient's pain was unable to be determined. There was no shifting of the bar and there was no apparent bone growth.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.